Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed an alert 61 indicating an external flash write error, and the patient was advised to perform up to three device restarts, which cleared the alert; replacement was advised if the issue recurs. Symptoms included no adverse clinical effects and blood glucose remained within a noncritical range at 152 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device alert history and troubleshooting with directed restart attempts. Investigation of this case revealed a device electronics memory write malfunction consistent with an external flash memory error. It was concluded that the event was attributable to a device malfunction related to memory write failure, with no patient harm.